Event description:
This is being submitted to report the resistance noted during removal of the clip delivery system (cds), which has a potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) and the clip delivery system (cds) were advanced into the anatomy; however, due to a low septal puncture, the decision was made to remove the mitraclip system to puncture the septum again in a higher position. An attempt was made to retract the cds into the sgc by pulling only the sleeve handle; however, resistance was noted. The clip was advanced and rotated with the dc handle many times under fluoroscopic guidance. After several attempts, in addition to using - deflection to close the clip more, it was possible to retract the cds into the sgc. The physician did not feel that the cds was stuck with the sgc tip, but only met resistance with it. No force was applied. After sgc and cds were removed, a tear was noted on the sgc soft tip and a bent gripper was observed on the cds. No portion of the sgc soft tip was missing. After the second puncture, a new cds and sgc were used. Two mitraclips were implanted successfully and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty removing the clip delivery system (cds) from the steerable guiding catheter (sgc) resulting in the soft tip tears and bent gripper can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement/removal). With respect to the patient condition, procedural conditions and/or user technique, difficult to remove cds from sgc resulting in the soft tip tears and bent gripper can be influenced by the clip not fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. Based on the information reviewed, the difficult to remove cds from sgc resulting in clip getting caught on the guide tip and the bent gripper appear to be related to procedural conditions/user technique and not a product quality deficiency. A review of the lot history record revealed no non-conformances for the lot. Additionally, a review of the complaint-handling database identified no other reported incidents for difficult to remove and bent gripper from the lot. Based on the information reviewed, there is no indication of a product deficiency. The steerable guiding catheter (sgc) referenced is filed under a separate medwatch report.